Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, an intuitive surgical, inc. (Isi) rep. Contacted isi technical service engineer (tse) and reported that the site was experienced a right video loss message. Site reseated endoscope prior to contacting tse, but issue persisted. Prior to contacting tse, site rebooted system but issue persisted. At the time of the call site had endoscope serial number (sn) (B)(6) installed. Tse had caller replace endoscope. The replacement endoscope also faulted with loss of video. Replacement endoscope sn (B)(6). Tse recommended trying a third scope, but site elected to convert to lap. Caller stated that site experienced several recoverable faults on system previously. Tse noted previous recoverable faults related to endoscope sn 10058171 and a single fault related to the surgeon side console (ssc) and informed caller. Isi field service engineer (fse) to follow up. Isi followed up with the initial reporter and obtained the following additional information: isi rep for the hospital was present during this case. Procedure was converted from robotic to lap, due to the faults that occurred with the endoscopes and system. The procedure technically did not get started robotically, although robotic ports were placed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that tested the scopes but no faults were detected. The fse then plugged and unplugged both scopes multiple times and targeted with both scopes with no issues. The fse told site to monitor both scopes. The system was verified and ready for use.